Event description:
The reporter reported that, he has insulin needle u-100, 1cc syringe, 1/2 inch long 30 gauge. When he inject his abdomen, it comes out of 45 degree angle and he bleeds at the injection site. The needle is bent in his body to a 45 degree angle instead of straight. He said this was not the case with bd syringes that he was using.